Manufacturer narrative:
Product complaint # (B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: ann plast surg (2011); 66: 551¿556. Doi: 10.1097/sap.0b013e31820b3c91. (B)(4).

Event description:
It was reported in a journal article with title: comparison of outcome after mesh-only repair, laparoscopic component separation, and open component separation. The authors presented a patient with a recurrent, incisional hernia who underwent minimally invasive component separation (mics) for hernia repair for definitive closure and describe how the postoperative complication was managed. A (B)(6) year old male patient with a history of multiple abdominal surgeries presented to clinic with an incisional hernia in need of definitive abdominal closure. The rives-stoppa method was used to repair the ventral hernia with proceed coated polypropylene mesh (ethicon). Reported complication included a small area of wound dehiscence with mesh exposed in which the dressing was change and the open wound eventually closed without a mesh infection. In conclusion, this review demonstrates that complication and hernia recurrence rates appear to be comparable between open cs and mics.